Event description:
Procedure: lap gastric bypass. According to the reporter: the doctor was using the device to create the gastric pouch. He fired the instrument and it made a loud unusual noise with every squeeze. After the third squeeze, the handle cracked. The black knobs were then retracted and the instrument was opened and removed from the tissue. The staples were malformed and inconsistent. The stapler did not lay staples the whole way across. The surgeon had to get a new stapler and resect the staple line. Later in the case, he discovered that part of the knife blade was inside the patient which was then removed.

Manufacturer narrative:
(B) (4).